Event description:
It was reported that a vns pt underwent lead revision surgery due to a lead discontinuity. The date of the surgery is unk. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.